Manufacturer narrative:
Continued from section d2: ptk- tube, gastrointestinal (and accessories). Investigation evaluation: the customer provided two pictures. The first picture is of the day the magnets were placed. The magnets appear to be somewhat pointed towards each other, the distance is not specified. The second picture is the day the magnets were removed from the patient. The magnets are pointed towards each other, the distance in-between the magnets is specified as 4.32 cm. The pictures do not provide any other scaling for distance to be concluded on the first image. Our laboratory evaluation of the product said to be involved could not confirm any device defects which could cause the device to not form an anastomosis. The device was returned with the oral catheter cut at 33 cm. The oral magnet was still attached to the inner catheter. The rest of the device was intact. The magnets were attracting when placed in proximity to each other, this confirms correct polarity. A visual inspection showed one of the magnets had a few reddish brown spots. A dimensional inspection was performed on the magnets. The magnets were measured for length and outer diameter and found to be within specification. Confirmation of the magnet size and material (via certification review) supports the magnets are the correct strength. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. The internal quality check records for the magnets were also reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. An unused device from lot number w4436901 was returned. A visual inspection did not show any damage or defects to the device, none of the components were missing. The magnets were attracting when placed in proximity to each other, this confirms correct polarity. A dimensional inspection was performed on the magnets. The magnets were measured for length and outer diameter and found to be within specification. Confirmation of the magnet size and material (via certification review) supports the magnets are the correct strength. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. The iqc records for the magnets were also reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Common device name: ptk- tube, gastrointestinal (and accessories). Investigation evaluation: the customer provided two pictures. The first picture is of the day the magnets were placed. The magnets appear to be somewhat pointed towards each other, the distance is not specified. The second picture is the day the magnets were removed from the patient. The magnets are pointed towards each other, the distance in-between the magnets is specified as 4.32 cm. The pictures do not provide any other scaling for distance to be concluded on the first image. Our laboratory evaluation of the product said to be involved could not confirm any device defects which could cause the device to not form an anastomosis. The device was returned with the oral catheter cut at 33 cm. The oral magnet was still attached to the inner catheter. The rest of the device was intact. The magnets were attracting when placed in proximity to each other, this confirms correct polarity. A visual inspection showed one of the magnets had a few reddish brown spots. A dimensional inspection was performed on the magnets. The magnets were measured for length and outer diameter and found to be within specification. Confirmation of the magnet size and material (via certification review) supports the magnets are the correct strength. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. The internal quality check records for the magnets were also reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all flourish pediatric esophageal atresia devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
The physician used a cook flourish pediatric esophageal atresia device on a pediatric patient with esophageal atresia. The following was reported: flourish device was successfully placed on (B)(6) 2021. A replogle tube was also placed. During indwelling time the magnets did not progress or move. On (B)(6) 2021, the surgeon decided to remove the magnets. A section of the device did not remain inside the patient¿s body. The patient will require the surgical approach to treat the esophageal atresia. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.